Event description:
It was reported that during a heavily calcified left internal carotid artery stenting procedure, the rx accunet embolic protection device (epd) was placed distal to the lesion without issue. A 9-7x40mm xact stent failed to cross the lesion reportedly due to its bulkiness; however, during attempted placement of the stent, the rx accunet was pulled out of position. The rx accunet was successfully retrieved with the rx accunet 2, low profile flexible design recovery catheter without issue and a nav6 emboshield epd was placed, successfully distal to the lesion. Next, a non-abbott stent failed to cross the lesion. An rx acculink was successfully deployed. There was no adverse patient sequela and no clinically significant delay in procedure. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.